Event description:
Patient presented to the physician with hematoma two days after inspire implant surgery. Physician drained the hematoma at the bedside and then admitted the patient to the or to address the hematoma. Following the procedure to address the hematoma, the patient had a collection of blood under the mucosa which created airway difficulty. The physician intubated the patient overnight to address the airway issues. Both patient issues are now resolved.